Event description:
It was reported a patient had a left total knee replacement on (B)(6) 2012 and suture was used. The patient was seen three to four weeks post operative and had swelling and itching above and below the knee. The patient was seen again at eight weeks post operatively and had less swelling but the knee was discolored with papulous areas. The patient was treated with a topical steroid cream . Now at 72 days post-operative the skin eruptions and deeper dermal papules and nodules have gotten better. Additional information has been requested.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07673. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported a patient had a left total knee replacement on 09/20/2012 and suture was used. The patient was seen three to four weeks post operative and had swelling and itching above and below the knee. The patient was seen again at eight weeks post operatively and had less swelling but the knee was discolored with papulous areas. The patient was treated with a topical steroid, ultravate cream twice daily. On (B)(6) 2012, 72 days post-operatively, the skin eruptions and deeper dermal papules and nodules had gotten better. The dermatologist opines that the suture created an allergic or inflammatory response because the inflammatory reaction occurred in exactly the location of where the suture was placed.